Manufacturer narrative:
Investigation of this complaint is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon has regularly observed cataract surgery patients that have developed corneal edema post-operatively. The surgeon believes these events are likely due to having used "less cohesive viscoelastic." The surgeon sometimes prescribed odm 5 eye drops as treatment, with slow progressive improvement observed. No secondary intervention was necessary. Additional information has been requested but has not been received. This summary encompasses cases from this hospital for the years 2016 and 2017. The actual number of patients has not been provided.

Manufacturer narrative:
No product was returned to b+l for evaluation. Additional information was requested but was not received. A lot number was not reported, so a device history record (DHR) could not be performed for this device. Based on the given information, the exact root cause could not be identified.